Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump unexpectedly reset. The customer's blood glucose level was 170mg/dl. During troubleshooting with tandem technical support, review of the pump data confirmed that the proper low power alerts were not displayed on the pump. The customer was able to reload the same cartridge onto the pump after the reset.